Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua)18 (max take-up revolution exceeded) error message was confirmed based on the archive data review but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua18 error message. The probable root cause of the ua18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform, or the lifeband was open while powering up the platform. Upon visual inspection, it was observed that the top cover and front enclosure was cracked. The observed damages are unrelated to the reported complaint, and this type of physical damage is characteristic of user mishandling such as a drop. The top cover and front enclosure were replaced to address the issue. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During functional testing, no issues or error was observed. Load cell characterization test was performed and confirmed both cell modules were functioning within the specification. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message and the user was not able to clear the error message. No patient involvement.